Event description:
On 12-jan-2022, the following information was reported to kci by the patient's family member: on (B)(6) 2022, v.a.c.® therapy was placed on hold allegedly due to a wound infection. The patient was started on antibiotics and was scheduled to follow-up with their physician on (B)(6) 2022. No additional information was provided. On 14-jan-2022, the following information was reported to kci by the nurse: the patient treated with antibiotics due to the wound being red and hot to the touch with purulent drainage noted. The patient recently had surgery and there could be numerous causes for infection; the nurse could not say with certainty that v.a.c.® therapy did not cause or contribute. No additional information was provided. On 23-dec-2021, the device was tested per quality control procedure by kci service center, and the unit passed quality control checks and met specifications. On (B)(6) 2021, the device was placed on the patient. The patient declined to return the device; therefore, a device evaluation could not be performed. On 25-jan-2022, a device history record review was completed for v.a.c.® granufoam¿ dressing lot number 9473892v009. All end release testing of product and packaging met specifications.

Manufacturer narrative:
Additional information regarding v.a.c.® granufoam¿ dressing lot number 9473892v009: expiration date: 30-sep-2024, unique identifier (UDI) #: (B)(4), device manufacture date: 07-oct-2021. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was not returned to kci; therefore, a device evaluation could not be performed. Based on the information provided, it cannot be determine that the alleged infection is related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient underwent surgery with placement of v.a.c.® therapy ten days prior to being prescribed antibiotics for the infection. Due to comorbidities and recent surgery, the patient may be predisposed to developing wound complications despite the use of the device. The patient declined to return the device and reported it was "working fine." Therefore, an evaluation of the device could not be performed. Device labeling, available in print and online, states: wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever; your wound is sore, red or swollen; your skin itches or you have a rash or redness around the wound; the area around the wound feels very warm; you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On 11-may-2022, a device evaluation was completed for the device. On 28-apr-2022, the device was tested per quality control procedure in kci quality engineering and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.